Event description:
During an in-clinic follow-up, decreased pacing impedance, noise resulting in oversensing and pacing inhibition were detected on the right ventricular (rv) and right atrial (ra) lead in a pacemaker dependent patient. Additionally, automatic mode switch (ams) was detected on the ra lead. The suspected cause of the event was due to insulation damage on both the ra and rv lead, although it was not confirmed with diagnostic imaging. Provocative testing was performed, and the noise was reproduced on the rv channel. No intervention has been performed, although a lead revision is anticipated for the rv and ra lead. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that the rv lead was replaced to resolve the event.